Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 453 mg/dl at the time of the incident and current blood glucose was 453 mg/dl. The customer¿s blood glucose was 400 mg/dl. The customer was treated with manual injection. The customer reported that the drive support cap was sticking out. The customer does not allege pump was under delivering. It was also reported that they had no delivery alarm. The customer was advised the pump will need to be replaced. The customer was advised to follow their medically prescribed back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Concomitant product added. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime alarm, force sensor test and excessive no delivery test. No excessive no delivery alarm and no loose drive support cap anomaly noted during test.